Event description:
Caller states that the patient tested >8.0 inr on coaguchek while a comparison lab returned 3.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at medical facility. Coaguchek test system: strip lot 359a, exp: 1/31/08.

Manufacturer narrative:
Suspect device is strip 359a, cat/3116247, exp 1/31/08.